Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced with a 11mmx16cm tectra penile prosthesis. It was further reported that the reason for his surgery was due to scrotal pain near pump.